Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 22-may-2026, a sales representative reported via phone that an ar-9928bc-cp bc achilles speedbridge kit had a broken eyelet and unattached needle that both broke during a case. The fragments were retrieved and the case was completed successfully with minimal delay and no harm to the patient.